Event description:
Ale patient was identified during a market research program. The patient had essure inserted. The report describes a case of medical device removal ("removal of essure"). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with essure was not reported. The reporter commented: consumer sent a picture of a piece of her after essure device removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This female patient was identified during a market research program. The patient had essure inserted. This case describes the occurrence of medical device removal ("removal of essure"). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with essure was not reported. The reporter commented: consumer sent a picture of a piece of her after essure device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This female patient was identified during a market research program. The patient had essure inserted. The case describes the occurrence of medical device removal ('removal of essure / a piece from inside of me after the removal of essure'). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with essure was not reported. The reporter commented: consumer sent a picture of a piece of her after essure device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Amendment: the report was amended for the following reason: information and references from deleted duplicate (B)(4) (MFR number 2951250-2018-05114) was entered. No new significant information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.